Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter had experienced high and low blood glucose level. The customer¿s blood glucose level were 34 mg/dl and 471 mg/dl. The customer was treated with bolus and meal. The customer declined troubleshooting for high and low blood glucose levels. The insulin pump will not be returned for analysis. Frn-unk-reservoir, unk-infusion set.